Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09363.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to, pain, elevated ion levels, and metallosis approximately 12 years post operatively. Attempts have been made and no further information has been provided.